Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while servicing the arctic sun device, flow rate remained at 0.0l and then alarmed low flow. Troubleshoot with them and agreed to send back. Per follow up information received via mail on 03jul2024, it was reported that the device was at the bd facility. The device was in queue for assessment. The device has not been repaired, in queue for decon and assessment.

Event description:
It was reported that while servicing the arctic sun device, flow rate remained at 0.0l and then alarmed low flow. Troubleshoot with them and agreed to send back. Per follow up information received via mail on 03jul2024, it was reported that the device was at the bd facility. The device has not been repaired, in queue for decon and assessment.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. The device was evaluated upon receipt. Confirmed the flow rate issue related to the pressure. Replaced manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.